Event description:
It was reported that the customer's insulin pump was not delivering the correct amount of insulin, and the customer was changing the batteries frequently. It was stated that the customer had to prime more than once per prime, and it happened couple of times in february. It was stated that the device had random no delivery alarms without explanation. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.